Event description:
The customer reported that cap fall off result hurt.plunger are difficult to push cause difficult to perform injection.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.